Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). (B)(6). Investigation is complete. Review of the most recent repair record determined the motor stopped working and would not power on and the insulation was damaged on the cable. The plug harness assembly and motor were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. It was noted the device has not been returned regularly for recommended annual pm. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
It was reported that the product did not work and that there was a break in the connection cable. There were no exposed wires. Additionally, upon receipt of additional information during investigation it was determined that the motor of the device would not stay on. No patient involved. No additional information is available. No adverse events were reported as a result of this malfunction.